Event description:
Reporter indicated that vns pt developed an infection at the neck incision site post implant. Treating physician plans to explant the entire vns therapy system (both lead and generator).

Manufacturer narrative:
Therapy system labeling lists infection as a potential adverse event, possibly related to surgery.